Manufacturer narrative:
(B)(4).

Event description:
The physician reported that the patient had an altered mental status. The patient had multiple other unspecified health conditions that could be contributing to the altered mental status; however, the patient's husband stated that the last time this happened it was due to the pump running out of drug. It was noted that at the time there were no audible alarms and the patient wasn't due for a refill until (B)(6) 2010. The patient's pump managing physician of record was contacted for additional information regarding the event. The physician responded, "nothing to report. My understanding is patient is deceased." An attempt was made to contact the initial reporter at the phone number provided at the time the event was initially reported; the attempt was unsuccessful.